Event description:
Report 6 of 18. Device received form (B)(6) stating that the cutter fractured during surgery. It is unk if injury or medical intervention occurred. The occurrence date is unk. There is no additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).